Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product or any subcomponents that would contribute to this complaint condition. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. The hardness was measured conforming at (B)(4) hrc. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on oct 21, 2009. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation procedure to repair a subtrochanteric fracture of the right hip, as surgeon was clamping down on the femur the tip of the reduction forceps with serrated jaw broke off into the patient. The broken tip was easily retrieved and no fragments remain in the patient. Another reduction forceps was readily available and was used to complete the procedure successfully with no delay and no harm to patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, this device is an instrument contained within the large fragment locking compression plate (lcp) set. The returned forceps were received with the distal tip of one jaw broken off. The broken portion was returned and is approximately 10.4mm long. There is discoloration on approximately a third of each of the fractured surfaces. The balance of the device shows wear and is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision was performed. The device is manufactured of 420a stainless steel and heat treated. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A root cause could not be definitively determined given the unknown circumstances at the time of the break and over the lifetime of the device. Information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.